Event description:
We have had an issue with endowrist clip appliers for a while. They would not release the clip on the top or bottom after a completed clip and one would not cause the clip to catch at all. We opened and evaluated every clip applier using the training abdomen and clipping it twice.

Event description:
We have had an issue with endowrist clip appliers for a while. They would not release the clip on the top or bottom after a completed clip and one would not cause the clip to catch at all. We opened and evaluated every clip applier using the training abdomen and clipping it twice.